Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and needed assistance with calibration. Blood glucose level at the time of the incident was 538 mg/dl. Blood glucose at the time of the call was 171 mg/dl. Customer also reported sensor with inaccurate readings. Blood glucose was 137 mg/dl and the sensor glucose was 130 mg/dl. Customer stated the auto mode was active. Customer was assisted with auto mode readiness. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.